Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was leaking. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer stated that the leak occurred while removing the plunger; the leak went past the second o-ring. The was also an air bubble in the reservoir. The reservoir was discarded and will not be returned for analysis.